Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the site was having difficulties tracking instruments at the mid-range view of the camera of the navigation system. It was noted that the only thing that changed during the procedure was the positioning of the camera cart. Troubleshooting performed included; swapping out tracking spheres on the instruments, swapping probes used and changing the distance to target after repositioning the camera cart without resolution. It was noted that improving the camera angle to view the instruments did not restore functionality. The surgeon opted to complete the procedure with a second medtronic navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the positioning sensor unit (psu) for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The positioning sensor unit (psu) was returned to the manufacturer for evaluation. Testing found that the unit did not pass accuracy testing and that there was a confirmation of line separation. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.